Event description:
Hold for kp 2.3it was reported that travel coarse/clutch error occurred during occlusion test. There was no patient involvement and no reported patient harm.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Bottom tamper seal was broken and the plunger tamper seal was in tact. The top case corners were chipped, the bottom case was cracked by the l-bracket and both plunger cases were cracked. Error history log (ehl) review revealed travel reverse error check clutch/plunger lever. Unable to download ehl due to error at download. Occlusion testing was performed and the reported issue was duplicated. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was normal wear of the lead screw and clutch halves. Actions/repairs were done to correct the reported issue: replaced lead screw, clutch spring and both clutch halves. Performed occlusion test, preventative maintenance and all functional tests which passed.